Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose ranged from 200-400 mg/dl. A system check was performed with tandem technical support and the occlusion alarms were verified. Reportedly, the pump supplies were changed to address the issue. The customer reverted to manual injections for insulin therapy.